Event description:
A pt reportedly obtained blood glucose levels of 113mg/dl and 89mg/dl in succession using separate finger sticks. No symptoms were reported. No further info available. Lfs rep reviewed importance of using control solution. No allegations of harm have been made.